Event description:
A report was received that a pt was having difficulty charging. Further information by the physician clarified that the ipg was closer to the incision site and uncomfortable but not protruding. The physician had recommended a pocket revision.